Manufacturer narrative:
The information regarding this complaint was received on (B)(6) 2011 which indicated that an MDR was required.

Event description:
It was reported by a customer on (B)(6) 2011 during the procedure, the laser system received error 102.10. Also, the customer reported that error 102.10 occurred twice. Per the customer, error 102.10 was able to be cleared. Also, it was reported the procedure was completed with turp with no further issues. No patient injury was reported.